Event description:
Information received with return of the explanted device notes that two weeks post implant, the ventricular threshold increased. During intervention, when the pulse generator was connected to a new lead, the threshold showed increased values. The patient recovered after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received